Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred. During troubleshooting with tandem technical support (cts), the pump turned on, however, it was reported that temperature alarm occurred when pump was not exposed to extreme temperatures. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 78 mg/dl.